Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/15/2019.

Event description:
The customer reported a ventilator with a touch screen issue. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the touch screen assembly to address and correct this reported event.

Manufacturer narrative:
G4: 24jul2020. B4: 27jul2020. The touchscreen assembly was returned to the manufacturer's failure investigation(fi) lab for evaluation. A visual static inspection of the touchscreen assembly (with no power applied) revealed no discrepancies. The touchscreen assembly was installed into the fi test ventilator to verify and test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned touchscreen assembly was able to power on and deliver breaths, but failed all performed resistance ratio testing. It was determined that this touchscreen assembly failed all pin-to-pin resistance values due to faulty supplier processing. No further abnormalities or malfunctions were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.